Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The connectors were repaired. The system was tested and is operating as intended.

Event description:
The customer reported that the 9900 system's video to the nuboom kept dropping out. No pt injury was reported.